Event description:
Related manufacturer reference number: 2017865-2022-15425. It was reported that the patient presented in clinic for follow-up. Device interrogation revealed oversensing on both the right ventricular (rv) and the right atrial (ra) leads, the physician suspected lead noise. The patient was asymptomatic to the event. The leads were explanted and replaced. The patient was in stable condition.